Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec" fx, instrument top, packaged false positive results in drawer b were obtained. Confirmatory gram stain was performed. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that false positives drawer b location c03 on (B)(6) and k01,k04 on (B)(6) customer states results were recognized quickly as false positive by gram stain.

Manufacturer narrative:
Investigation: the complaint was created for false positive results on the bd bactec fx top instrument (ref 441385, sn (B)(4)), the customer reported false positive results on drawer b, locations c03 on (B)(6) 2021 and false positive results on drawer b, locations k01 and k04 on (B)(6) 2021. No erroneous results were reported to the physician as the samples were subcultured and confirmed to be false positive. The patient was not impacted. A bd field service engineering (fse) was dispatched to the customer site to investigate the issue. The log files were reviewed. The log file review indicated there were weak leds due to age degradation on the racks within the instrument. The replaced racks were not returned for investigation. A review of the service history of instrument serial number (B)(4) showed there were no further complaints regarding this issue on this instrument. Review of the device history record is not needed due to the age of the instrument. Based on the information provided, this is a confirmed complaint for instrument failure. The root cause was determined to be led degradation in the vial storage racks. Bd quality will continue to monitor for false positive results trends on bactec fx instruments.

Event description:
It was reported while using bd bactec" fx, instrument top, packaged false positive results in drawer b were obtained. Confirmatory gram stain was performed. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that false positives drawer b location c03 on (B)(6) and k01,k04 on (B)(6) customer states results were recognized quickly as false positive by gram stain.